Manufacturer narrative:
Product complaint#: (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One sealed overwrap packet was received for analysis. Product code: w8710. Upon initial inspection of the returned sample no external damage was observed on the packet. The packet was opened, and a foreign matter that appears to be hair was found on the back of the winding former. To complement this assessment, a photo was provided that visually document foreign matter in the packet. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained via: are there photos of the foreign matter available for review? Yes. Were there any issues with the seal of the sterile packaging? No.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Before use on the patient, it was reported that it was immediately found that there had been foreign matter it was suspected to be black hair foreign matter.) In the newly dispensed suture during normal checking by the hospital. The package isn't opened. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.